Event description:
Customer called to report the pump had a no delivery alarm. Customer was disconnected from the pump. Troubleshooting was performed. The pump alarmed no delivery immediately. The reservoir was removed and pushed the plunger, the insulin exited. Device was not dropped, bumped, or exposed to moisture.